Event description:
The customer stated that during check out, the device indicates an ECG comm error. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is a battery-powered automated external defibrillator (AED) and the actual device involved was evaluated. The device initializes properly and performs as intended until excessive vibration is induced. Testing confirmed the complaint. The cause of the malfunction was caused by two issues. The investigation revealed that an integrated circuit (ic) chip was partially unseated from its socket on the main circuit board. Additionally, after the ic chip was reinserted and vibration testing continued, the failure reoccurred and was caused by a cable that incurred damage causing an intermittent open circuit. Both instances caused an intermittent loss of communication that generated the communication error code. The main circuit board (which no longer utilizes ic sockets) and cable were replaced to resolve the issue. Upon completion of the repairs, the device passed release testing and was returned to the customer.